Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the tubing was blocked during the preparation of cancer chemotherapy. The preparer was unable to prime it. Consequence for this issue = change of tubing, loss of time. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device at a distance of 12? To 16? Under normal conditions of illumination found no damage, kinks, voids, or bad bonding in the component. The customer reported problem was confirmed as a leak was detected in the filter air vent during testing. Root cause of the reported event was addressed by a CAPA that found filter leakage is caused by silicon oil transferred from the syringes and/or vials into the medication reservoir during the filling process by the customer. Actions taken include additional instructions for use (IFU) verbiage to inform the customer of the products that should not be used when transferring fluid to the medication cassettes. No lot number was provided therefore, a manufacturing device history record DHR review could not be performed., corrected data: d4: correction: expiration date: unknown, e4: correction: initial reporter sent to FDA: unknown, h4: correction: device manufacture date: unknown.